Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized for high blood glucose on unknown date. Blood glucose reading was 590 mg/dl. The customer stated they did not stayed over night in hospital and they were treated with intravenous infusion insulin in emergency. Customer confirmed auto mode was off. Customer confirmed that cannula was bent. Customer performed displacement test and high pressure test and both passed. The insulin pump will not be returned for analysis.